Manufacturer narrative:
After battery installation unit gave an unexpected partial display with horizontal lines on display due to vertical cracked lcd controller. Device passed displacement test and self test. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose level was 7 mmol/l. Customer stated that there a lot of lines on the insulin pump screen. However, customer sent a picture and it was looks like colored and put in new batteries already but still lines did not go away. Customer stated that the insulin pump was neither dropped nor bumped. Customer troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.